Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a visual inspection of the pump showed that the battery compartment and the upper right hand corner of the display were cracked. Evidence of moisture contamination was found in the battery compartment. The pump powered on to a blank display due to moisture damage. The pump failed a leak test due to the crack in the pump¿s casing. The pump cover was opened and evidence of moisture corrosion was found throughout the pump.

Manufacturer narrative:
Problem description, submitted (B)(6) 2015 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be a blank screen/display issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.